Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. (B)(4). Date of initial implant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy dates of each of the concomitant device are unknown. Patient code (B)(4) used to capture additional medical/surgical intervention required. There was degenerative disc disease at the level adjacent to the implant therefore a revision was required to extend the construct. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a patient underwent revision procedure for hardware removal due to degenerative disc disease on the level adjacent to the old fusion. The original procedure to implant a matrix system at l4-5 was performed on an unknown date. The revision was to extend the fusion to l3-4. The entire construct included two matrix 6.0mm x 45mm screws, two locking caps and two 45mm rods. The procedure was completed successfully with a five minute delay. Concomitant device reported: screws (part# unknown, lot# unknown, quantity 2), locking caps (part# unknown, lot# unknown, quantity 2). This report is for one (1) 6.0mm ti matrix polyaxial screw 45mm thread length. This is report 2 of 6 for (B)(4).